Event description:
Resident was found at 5:55am in the morning of event date with vent circuit disconnected from the trach, as well as exhalant tube. The companion model 2801 ventilator was witnessed to still be cycling with no alarm. Resident was found lying in bed with no respirations, no pulse, and cold to touch.